Manufacturer narrative:
The cec adjudicated the previously reported stenosis of right sfa/ poa as related to the device, not related to the study procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure 3 in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right distal sfa to popliteal. Approximately 24 months post index procedure patient suffered peripheral arterial occlusive disease (paod) and revascularization was carried out using pta, deb and stent. Patient recovered. Investigator assessed that the event is not related to the study device, procedure or paclitaxel.

Manufacturer narrative:
The previously reported peripheral arterial occlusive disease which occurred approximately 24 months post index procedure term has been updated to stenosis of right sfa/ poa. An amphirion balloon, 2 in.pact balloons and non-medtronic stenting were used during the revascularization.